Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the diagnosis of the peritonitis, the patient was hospitalized for the peritonitis event and was discharged the same day. The same day, the patient was treated with an intraperitoneal (ip) injection of vancomycin (500 mg, stat dose) for peritonitis. The following day, the patient was treated with an injection of imipenam (500 mg, frequency and route not reported) and ip injection of amikacin (100 mg, frequency not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued. At the time of this report, treatment with imipenam and amikacin was ongoing and the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.